Manufacturer narrative:
This product is registered as a combination product. The reported field event of infection could not be confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2020-22698; related manufacturing reference number: 2017865-2020-22700; related manufacturing reference number: 2017865-2020-22701. It was reported that the patient presented in clinic for a follow-up with an infection. The biventricular implantable cardioverter defibrillator system was explanted. The patient was stable.